Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a sensor error alarm. When the customer took the sensor off, it was broken. When they inserted another sensor, the needle did not penetrate their skin and they received another sensor error alarm. Customer's blood glucose level was 94 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.